Manufacturer narrative:
The customer¿s reports were confirmed, as the balloon was found to be damaged. It is possible that the user¿s technique and the patient anatomy may have contributed to the reported event, as the treating vessel was reported to have been calcification and stenosis. The lot history record review showed no discrepancies that would have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received report that during a stroke case, the cello balloon inflation was not visible under fluoro. The physician completed the mechanical thrombectomy with out the balloon. It was assumed that the cello burst / damaged. The vessel segment within the treatment location where the balloon was intended to inflate was reported to have calcification, stenosis. The device did function correctly during the preparation. There are no images of the device.

Manufacturer narrative:
The balloon guide catheter was returned for analysis without the detachable inflation port. The reason for this device not returning was not provided. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. No issues were found with the main lumen or balloon lumen hubs. No kinks or bends were found with the catheter body; however, the proximal end of the balloon was found to be torn and separated from the catheter. The distal end of the balloon was found to be still attached to the catheter. No other anomalies were observed. The investigation is currently underway, upon completion of the evaluation a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the balloon inflation was not visible under fluoro. The physician completed the mechanical thrombectomy with out the inflation of the balloon. It was assumed that the balloon ruptured. The vessel segment within the treatment location where the balloon was intended to inflate was reported to have calcification and stenosis. No patient injury was reported.